Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 02/02/2026. An investigation was conducted on 02/05/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact device. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was able to be secured in position when the knob was turned clockwise. The knob did tightened the arm. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed. The lot # 3000462912 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The investigation has been started since the complaint was received, the following contents have been conducted: 1. Device historical record review: the records of the reported lot have been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the 12 months from 05-aug 2024 to 04-aug 2025 (date of event), the occurrence rate for the reported issue is found to be (B)(4) for acrobat-I c-om-10000/z/s, which is under anticipated occurrence rate. 3. Device evaluation: device was not received for evaluation, so the specific root cause for the reported issue is impossible to define. 4. Reviewing historical investigation records, the failure knob difficult/ unable to tighten-arm does not lock happened before and has been investigated. The most probable root cause for the ¿knob difficult/ unable to tighten-arm does not lock¿ and ¿acme nut lead in thread broken¿ is rotating the knob rapidly during customer using, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, the broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, then the knob could not be tighten, and link arm could not be tightened. The failure mode is addressed in the risk management file and IFU. The device met all product specifications upon leaving the factory. There were no ncrs identified which could cause or contribute to the reported issue. The complaint history review did not identify an adverse trend. There were no consequences or impacts to the patient. It¿s determined that there is no relation between the batch manufacturing process and the reported failure. The trending will be monitored continuously.

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer z rotating knob was continuously rotating unable to tighten the knob. Completed the procedure with the new one. There was no procedural delay. There were no effects to the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.